Event description:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 24-feb-2014. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of kidney fibrosis ('unexplained scarring on right kidney consistent with blunt force trauma'), kidney infection ('many utis, bladder and or kidney infections'), urinary tract infection ('many utis, bladder and or kidney infections'), cystitis ('many utis, bladder and or kidney infections') and genital haemorrhage ('blood clots') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and thyroid activity decreased. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced kidney fibrosis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), renal cyst ("septated cyst on left kidney"), abdominal pain lower ("always suffering sharp stabbing pain in lower abdomen, sometimes feels like being sliced from inside, like being electrocuted, as if someone has put taser to vagina and it shoots up cervix/moderate cramping"), back pain ("moderate cramping and lower back pain, excessively worse over time, this pain now feels like contractions and the downward pressure feels like crowning a newborns head"), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("cycles more frequent"), anaemia ("anaemic"), ovarian cyst ("ovarian cysts"), abnormal weight gain ("excessive weight gain (more than during 3rd pregnancy)"), fatigue ("fatigue, constant exhaustion, tired all the time"), hypothyroidism ("had already underactive thyroid but dosage has almost tripled, body struggling to keep up"), nausea ("always nauseous"), insomnia ("can barely sleep/insomnia"), memory impairment ("memory is terrible"), dysgeusia ("on occasion metal taste in the mouth"), peripheral swelling ("swollen feet and legs"), pain in extremity ("leg pain"), hyperhidrosis ("sweats"), visual impairment ("vision getting worse"), rash ("unexplained rash"), pruritus ("unexplained itches"), heavy menstrual bleeding ("cycle has become heavier, lasting up to 3 days longer than used to/menorrhagia"), injury ("blunt force trauma"), food aversion ("the smell of so many foods make her sick that she finds it hard to eat at all, meat and alcohol are the worst two culprits"), electric shock sensation ("feels like being sliced from inside, like being electrocuted, as if someone has put taser to vagina and it shoots up cervix") and illness ("smell of so many food make her sick") and experienced loss of libido ("libido is dead") and dizziness ("constantly dizzy"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the kidney fibrosis, kidney infection, urinary tract infection, cystitis, genital haemorrhage, abnormal weight gain, hypothyroidism, nausea, insomnia, peripheral swelling, pain in extremity, rash, pruritus, injury, food aversion, electric shock sensation and illness outcome was unknown, the renal cyst, abdominal pain lower, back pain, polymenorrhoea, anaemia, ovarian cyst, fatigue, memory impairment, dysgeusia, hyperhidrosis, visual impairment and heavy menstrual bleeding had not resolved and the loss of libido and dizziness had not resolved. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, anaemia, back pain, cystitis, dizziness, dysgeusia, electric shock sensation, fatigue, food aversion, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, hypothyroidism, illness, injury, insomnia, kidney fibrosis, kidney infection, loss of libido, memory impairment, nausea, ovarian cyst, pain in extremity, peripheral swelling, polymenorrhoea, pruritus, rash, renal cyst, urinary tract infection and visual impairment with essure (ess205). The reporter commented: consumer reported she was implanted with essure also known as the stop device in the year 2000 as a part of the clinical trials for permanent sterilisation. No information was given on consumer's past drugs, and concurrent conditions. Consumer reported also she has a referral from her gp (general practitioner), to consult with a gynecologist for a request for a hysterectomy, she cannot take the pain anymore. The case was assessed as non-incident. The events reported are mostly unspecific and lack a close temporal relationship with essure insertion. Based on overall causality assessments, event are considered unrelated to essure insertion in this patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4) on 24-feb-2014. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ('blood clots'), kidney fibrosis ('unexplained scarring on right kidney consistent with blunt force trauma'), kidney infection ('many utis, bladder and or kidney infections'), urinary tract infection ('many utis, bladder and or kidney infections') and cystitis ('many utis, bladder and or kidney infections') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and thyroid activity decreased. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney fibrosis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), renal cyst ("septated cyst on left kidney"), abdominal pain lower ("always suffering sharp stabbing pain in lower abdomen, sometimes feels like being sliced from inside, like being electrocuted, as if someone has put taser to vagina and it shoots up cervix/moderate cramping"), back pain ("moderate cramping and lower back pain, excessively worse over time, this pain now feels like contractions and the downward pressure feels like crowning a newborns head"), polymenorrhoea ("cycles more frequent"), anaemia ("anaemic"), ovarian cyst ("ovarian cysts"), abnormal weight gain ("excessive weight gain (more than during 3rd pregnancy)"), fatigue ("fatigue, constant exhaustion, tired all the time"), hypothyroidism ("had already underactive thyroid but dosage has almost tripled, body struggling to keep up"), nausea ("always nauseous"), insomnia ("can barely sleep/insomnia"), memory impairment ("memory is terrible"), dysgeusia ("on occasion metal taste in the mouth"), peripheral swelling ("swollen feet and legs"), pain in extremity ("leg pain"), hyperhidrosis ("sweats"), visual impairment ("vision getting worse"), rash ("unexplained rash"), pruritus ("unexplained itches"), heavy menstrual bleeding ("cycle has become heavier, lasting up to 3 days longer than used to/menorrhagia"), injury ("blunt force trauma"), food aversion ("the smell of so many foods make her sick that she finds it hard to eat at all, meat and alcohol are the worst two culprits"), electric shock sensation ("feels like being sliced from inside, like being electrocuted, as if someone has put taser to vagina and it shoots up cervix") and illness ("smell of so many food make her sick ") and experienced loss of libido ("libido is dead") and dizziness ("constantly dizzy"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, kidney fibrosis, kidney infection, urinary tract infection, cystitis, abnormal weight gain, hypothyroidism, nausea, insomnia, peripheral swelling, pain in extremity, rash, pruritus, injury, food aversion, electric shock sensation and illness outcome was unknown, the renal cyst, abdominal pain lower, back pain, polymenorrhoea, anaemia, ovarian cyst, fatigue, memory impairment, dysgeusia, hyperhidrosis, visual impairment and heavy menstrual bleeding had not resolved and the loss of libido and dizziness had not resolved. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, anaemia, back pain, cystitis, dizziness, dysgeusia, electric shock sensation, fatigue, food aversion, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, hypothyroidism, illness, injury, insomnia, kidney fibrosis, kidney infection, loss of libido, memory impairment, nausea, ovarian cyst, pain in extremity, peripheral swelling, polymenorrhoea, pruritus, rash, renal cyst, urinary tract infection and visual impairment with essure (ess205). The reporter commented: consumer reported she was implanted with essure also known as the stop device in the year 2000 as a part of the clinical trials for permanent sterilisation. No information was given on consumer's past drugs, and concurrent conditions. Consumer reported also she has a referral from her gp (general practitioner), to consult with a gynecologist for a request for a hysterectomy, she cannot take the pain anymore. The case was assessed as non-incident. The events reported are mostly unspecific and lack a close temporal relationship with essure insertion. Based on overall causality assessments, event are considered unrelated to essure insertion in this patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: update to quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on (B)(6) 2014. The most recent information was received on 17-nov-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ('blood clots'), kidney fibrosis ('unexplained scarring on right kidney consistent with blunt force trauma'), kidney infection ('many utis, bladder and or kidney infections'), urinary tract infection ('many utis, bladder and or kidney infections') and cystitis ('many utis, bladder and or kidney infections') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and thyroid activity decreased. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney fibrosis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), renal cyst ("septated cyst on left kidney"), abdominal pain lower ("always suffering sharp stabbing pain in lower abdomen, sometimes feels like being sliced from inside, like being electrocuted, as if someone has put taser to vagina and it shoots up cervix/moderate cramping"), back pain ("moderate cramping and lower back pain, excessively worse over time, this pain now feels like contractions and the downward pressure feels like crowning a newborns head"), polymenorrhoea ("cycles more frequent"), anaemia ("anaemic"), ovarian cyst ("ovarian cysts"), abnormal weight gain ("excessive weight gain (more than during 3rd pregnancy)"), fatigue ("fatigue, constant exhaustion, tired all the time"), hypothyroidism ("had already underactive thyroid but dosage has almost tripled, body struggling to keep up"), nausea ("always nauseous"), insomnia ("can barely sleep/insomnia"), memory impairment ("memory is terrible"), dysgeusia ("on occasion metal taste in the mouth"), peripheral swelling ("swollen feet and legs"), pain in extremity ("leg pain"), hyperhidrosis ("sweats"), visual impairment ("vision getting worse"), rash ("unexplained rash"), pruritus ("unexplained itches"), heavy menstrual bleeding ("cycle has become heavier, lasting up to 3 days longer than used to/menorrhagia"), injury ("blunt force trauma"), food aversion ("the smell of so many foods make her sick that she finds it hard to eat at all, meat and alcohol are the worst two culprits"), electric shock sensation ("feels like being sliced from inside, like being electrocuted, as if someone has put taser to vagina and it shoots up cervix") and illness ("smell of so many food make her sick") and experienced loss of libido ("libido is dead") and dizziness ("constantly dizzy"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, kidney fibrosis, kidney infection, urinary tract infection, cystitis, abnormal weight gain, hypothyroidism, nausea, insomnia, peripheral swelling, pain in extremity, rash, pruritus, injury, food aversion, electric shock sensation and illness outcome was unknown, the renal cyst, abdominal pain lower, back pain, polymenorrhoea, anaemia, ovarian cyst, fatigue, memory impairment, dysgeusia, hyperhidrosis, visual impairment and heavy menstrual bleeding had not resolved and the loss of libido and dizziness had not resolved. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, anaemia, back pain, cystitis, dizziness, dysgeusia, electric shock sensation, fatigue, food aversion, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, hypothyroidism, illness, injury, insomnia, kidney fibrosis, kidney infection, loss of libido, memory impairment, nausea, ovarian cyst, pain in extremity, peripheral swelling, polymenorrhoea, pruritus, rash, renal cyst, urinary tract infection and visual impairment with essure (ess205). The reporter commented: consumer reported she was implanted with essure also known as the stop device in the year 2000 as a part of the clinical trials for permanent sterilisation. No information was given on consumer's past drugs, and concurrent conditions. Consumer reported also she has a referral from her gp (general practitioner), to consult with a gynecologist for a request for a hysterectomy, she cannot take the pain anymore. The case was assessed as non-incident. The events reported are mostly unspecific and lack a close temporal relationship with essure insertion. Based on overall causality assessments, event are considered unrelated to essure insertion in this patient. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.